Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event ophthalmoparesis (pt: ophthalmoplegia), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse injectable implant could not be reviewed, as the lot number was not reported.

Event description:
This MDR is related to MDR 3013840437-2024-00017 and 3013840437-2024-00018, referring to the same patient. This spontaneous report was received from a polish physician and concerns a 44-year-old male patient. He was injected with radiesse. The patient had no allergies. After the radiesse injection, the patient experienced hydroxyapatite air bubbles that were present in cheeks. It was confirmed in ultrasound scan (usg) test. The patient was then injected by himself, with radiesse into the forehead (off label use of device) and glabellar frown lines (intentional device misuse). Batch number was reported as unknown. One syringe was used. On (B)(6) 2024, after that radiesse injection, the patient experienced ophthalmoparesis, ptosis, ocular artery embolism, oculomotor paralysis and ischemic necrosis. The patient appeared in hospital emergency department. His visual acuity was 0.7. The patient was treated with uretic, heparin, and steroids for lowering intraocular pressure. A local massage was performed at the injection site. The outcome of the events was unknown. Follow-up information was received on 13-feb-2023: the event hydroxyapatite air bubbles was deleted. The patient injected radiesse, as it was botulinum toxin. He had aesthetic injections in the past. The patient was injected by himself, into the cheeks. Hydroxyapatite was determined during the ultrasound scan (usg) assay, but not particular radiesse. The air bubbles were the self injection and were determined during the ultrasound scan. As reported, the patient had no complications following aesthetic injections in the past. The patients medical history, allergies and concomitant medication was reported as none. The patient was diagnosed by the physician in the emergency department. The outcome of the events remained unchanged. In the opinion of the reporter, the events were related to an off label injection and treatment was necessary to prevent a permanent damage (loss of vision).

Event description:
This MDR is related to mdrs 3013840437-2024-00017 and 3013840437-2024-00018, referring to the same patient. Follow up information was received on 20-mar-2024: the suspect product was recoded from radiesse to radiesse(+). The batch number was reported as a00037380 (expiry date: 10/2023). The batch record review was received and the lot number for radiesse(+) was confirmed as a00037380 (expiry date: 10/2023). A lot search in the global safety database was conducted. The outcome of the event was unknown.

Manufacturer narrative:
The device history record for radiesse(+) injectable implant, lot number a00037380, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. Nonconformances were noted related to this lot number, but none that would have contributed to this event.